Manufacturer narrative:
(B)(4). (B)(6). An unused companion sample was received for evaluation. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed using the device and an infusion pump, and the device was found to operate per specification. The blue slide clamp was removed from the pump without any difficulty. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue slide clamp and tubing of a flo-gard solution administration set were stuck in the channel of a colleague infusion pump and could not be removed. This event occurred after therapy was completed. There was no patient involvement. No additional information is available.